Event description:
Hill-rom received a report from the account stating the head of the device would move when the brakes were set. The bed was located at the account in ms2. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The tech found the right head brake caster inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performs preventative maintenance on this bed. The tech replaced the brake caster to resolve the issue. Based on this info, no further action is required.